Manufacturer narrative:
B4:(B)(6)2021 it was the hospital's biomedical engineer (bme) who repaired and evaluated the unit with assistance from a remote service engineer (rse). No service was performed by a philips representative.

Manufacturer narrative:
G5:510(k)#: k102985. B4:09aug2021. The field service engineer (fse) confirmed the reported failure. The fse replaced the power supply to resolve the issue. The unit was tested, and it was returned to service. The customer confirmed that the device was in use, but there was no patient harm.

Event description:
The customer reported no alternating current (ac) power. The unit only runs on battery. The customer tested the power supply per table 6-3 and found good power to the power supply, and no power outage. The remote service engineer (rse) advised to replace the power supply. The unit was not in use, and there was no patient or user harm reported.